Manufacturer narrative:
The actual product and lot number involved in the reported incident was not provided for investigation. Without catalog number, lot number, and sample, a more detailed investigation cannot be completed. If this information is provided at a later date, the necessary investigation can be completed.

Event description:
The claimant, a nursing professional, used a cold pack after an injury to her left knee (sprain or strain) while assisting a patient. She claims to have suffered a thermal/chemical burn as a result of the materials that leaked from the cold pack. The claimant activated the ¿kwik-cold¿ instant cold pack. She wrapped it in a pillow case and then placed it under her left knee before going to sleep for approximately an hour and half.